Event description:
It was reported that a patient with a 25mm 7300tfx pericardial mitral valve underwent valve-in-valve intervention after an implant duration of two (2) years, six (6) months due to mitral regurgitation. The tmvr procedure was performed with a 26mm 9755rsl transcatheter valve and concluded with excellent outcome.

Manufacturer narrative:
H11: additional manufacturer narrative: updated: b4, b5, g3, g6, h2, h6.

Manufacturer narrative:
Devices are typically explanted or disabled because they are not functioning optimally. In some cases, the failure mode is not provided. Other times, it may be reported as but not limited to; stenosis, increased/high gradient, regurgitation, transvalvular leak, thickened leaflet, leaflet tear, immobility, restriction, and/or unspecified svd or nsvd. Regurgitation may be attributed to structural valve deterioration (svd) and/or non-structural valve dysfunction (nsvd). Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Tissue degeneration-related structural deterioration, either calcific or non-calcific, are common chronic failure modes for this type of bioprosthetic heart valve. Operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. Nsvd, on the other hand, is defined as any abnormality not intrinsic to the valve itself that results in dysfunction of the prosthetic valve. The term nsvd refers to problems that are not directly related to failing valve components, yet it results in dysfunction of the prosthetic valve. There can be several causes of early regurgitation, such as early thrombosis/halt, early endocarditis or host tissue overgrowth. The instructions for use (IFU) have been reviewed and no inadequacies have been identified with regard to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. A definitive root cause cannot be conclusively determined; however, patient factors likely caused or contributed. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event.

Manufacturer narrative:
H11: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 25mm 7300tfx pericardial mitral valve was placed under evaluation for valve-in-valve intervention after an implant duration of two (2) years, five (5) months due to mitral regurgitation.